Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Surgical intervention resolved the issue